Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. An examination of the balloon found that a complete circumferential tear was present in the balloon. The tear was located at 2.5cm distal to the proximal edge of the proximal balloon sleeve. The distal section of the balloon tear was pulled out over the tip of the device. No other damage was noted along the device. No issues were noted with the markerbands. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous unspecified vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous unspecified vessel. A 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 18 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 6.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and the patient's status was good.